Event description:
The patient experienced withdrawal with symptoms of hypertonia, pruritus and weakness. A catheter dye study was done in 2008 that revealed a flipped pump and a kinked catheter. The catheter was revised. The patient recovered without sequela. The device system was used to deliver lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.